Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 2.75mm /10mm flextome cutting balloon was selected for use. During procedure, the cutting balloon was delivered into the target lesion, however, the balloon ruptured at 4 atm upon first inflation. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.